Manufacturer narrative:
The reported janus screw was not returned for investigation; therefore, the reported complaint cannot be confirmed. No further details were provided to enable completion of an investigation regarding the reported screw. The most likely cause of screw breakage could be inadequate torsional strength (e.g., insufficient cross-section or incorrect material condition) for the anatomy, or a design that contains stress risers. The complaint may be reopened for further investigation if the device is returned at a later date. Even though no root cause can be confirmed, the most likely cause of screw breakage could be inadequate torsional strength (e.g., insufficient cross-section or incorrect material condition) for the anatomy, or a design that contains stress risers. Without a part number or lot number, a review of the DHR and ncmr database cannot be completed. Should new information become available a follow-up report will be submitted.

Event description:
It was reported that there was a revision surgery involving a janus ha coated fenestrated screw due to the screw breaking. Additional details have been requested. No further details were provided.

Manufacturer narrative:
Additional details and product return have been requested. No further details are available at this time.

Event description:
It was reported that there was a revision surgery involving a janus ha coated fenestrated screw due to the screw breaking. Additional details have been requested. No further details have been provided at this time.